Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for percutaneous catheter myocardial ablation. No issues were noted during preparation of the sheath. Irrigation of the sheath was performed with a flow rate of 20 ml/h. During the procedure, when the farawave catheter was inserted into the faradrive sheath, air ingress was observed. Air was still noted after the sheath was aspirated. No air was noted in the patient. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be return for analysis as it was discarded.